Manufacturer narrative:
Manufacturer is retrieving and reviewing the production record of the device. A follow up report will be provided upon completion of the review.

Event description:
Manufacturer was informed that on (B)(6) 2025, the white head of the perceval sizer s passed through with some space and the white head of the perceval sizer m did not pass at stj. Then the translucent head of the perceval sizer m was placed at valve ring part and since there was some space, it was decided to use perceval plus valve size m. After de-clamped, pvl was noted. Reportedly, stent in-folding was noted after re-clamped around right coronary cusp. As such, the valve was explanted and perceval plus valve size s was used as a replacement. The surgery was extended about 1 hour. No further information is available at this time.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information available and since the device was not returned to the manufacturer, further investigation on the device cannot be performed. From the document review performed, no manufacturing deficiencies were noted. As reported, the valve was explanted, and a smaller size was implanted instead. As such, it is reasonable to conclude that the event was related to mis-sizing (use error). Should further information be received in the future, a follow up report will be provided.